Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up, the atrial lead exhibited automatic mode switch due to noise. The physician has made no changes or intervention at this time and would continue to monitor the patient.

Event description:
New information states that lead continued to exhibit noise, the lead was capped and replaced successfully on (B)(4) 2017.